Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported a rupture of the left device discovered via ultrasound. The device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.10, h.3, h.6. Device analysis: visual analysis of the returned device identified: crease fold, two openings curved on the posterior, observed 40 mm dark patch edge material inside gel device and underweight. A microscopic analysis was performed which identified: two openings sharp on the posterior and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: - two sharp openings on the posterior assessed as unidentified (tear) opening.

Event description:
Physician reported a rupture of the left device discovered via ultrasound. The device was explanted and replaced.